Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted in the left jugular vein on the (B)(6) 2015. Leakage during dialysis occurred at the hub of the catheter. The leakage was noticed on the (B)(6) 2015. The technician tried to manage dialysis, the catheter was removed and replaced on the (B)(6) 2015. The patient was involved with no injury.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The lot number was not reported however upon receipt of the sample, it was found on the packaging. The device history record (DHR) for lot 303108x review does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non conformance reports (ncr)s were opened for all the assembly levels, raw materials and incoming components. One sample was received for analysis and investigation. The catheter was returned inside a plastic bag and it presented signs of use. A visual inspection of the tubing does not reveal the reported condition. The sample was subjected to under-water testing. Both extensions were tested by closing the pinch clamp while testing each extension. No air bubbles were noted during the testing. The condition reported could not be confirmed. Despite that the sample does not reveal the condition, the process failure modes and effects analysis (pfmea) was reviewed in order to identify potential causes associated to the tube-leaking. This complaint has not been confirmed. Based on available information, the exact root cause of this event is not determined however, the possible causes were identified as: non-conforming material received from the supplier, operator error-failure to follow procedure during product manufacture or unintentional product misuse. As a result, no actions are deemed necessary since the post market risk analysis from for the pal/max leakage contemplates this condition. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.